Event description:
It was reported the pt (B)(6) noticed swelling at the ipg site approximately one week after implant. He reportedly went to the emergency room and was placed on an intravenous antibiotic treatment regime for infection. The treatment was administered for approx 40 days, but the infection returned. The pt's scs system was explanted as a result. Culture results were taken; however, the results have not been disclosed to the MFR. Follow-up on this matter found the infection has resolved.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.